Event description:
It was reported that the user received an in-app alert to connect the cgm or enter a blood glucose because automated dosing was paused while using a libre 3 plus shortly after sensor application; the user rescanned the sensor and was informed that a one-hour warmup period prevents glucose availability, consistent with a temporary cgm signal loss that affected automated insulin dosing. Symptoms included no reported adverse clinical effects, and a fingerstick or scanned reading of 166 mg/dl was noted. Outcomes included temporary interruption of automated dosing until cgm data became available. Investigation included technical support review and user education. Investigation of this case revealed a temporary cgm startup condition and signal unavailability during the warmup period. It was concluded that the event was attributable to expected cgm warmup behavior, and the ilet system performed as designed by suspending automated dosing when no glucose data were available.